Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set leaks on the tubing per notes and request replacements on infusion sets for leaks from site. The set was in use for couple of hours. Blood glucose levels were 151 mg/dl at the time of event. The patient addressed high blood glucose by manual injections of insulin. No further information available.